Event description:
During a orthopedic procedure the pt was being moved around for x-rays. The nurse said an alarm sounded and they noticed smoke coming from the drape and found the pencil under the pt's leg. At the time the area looked blanched but now it is much worse.